Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections as a backup therapy and was given instructions on returning the faulty pump with a pre-paid label. The customer acknowledged understanding all procedures.